Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the ipp was no longer functioning due to fluid loss. During the revision surgery, the surgeon discovered that the tubing was damaged close to the pump. The surgeon also checked the reservoir and cylinders and determined there were no issues with these components. The surgeon subsequently replaced the pump component and reconnected the device. There were no reported patient complications during the procedure. The explanted pump is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.